Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited ?cassette not attached" alarm. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
One cadd solis vip pump was returned for analysis for a cassette not attached properly alarm. The alarm was verified to have occurred when the history log was reviewed. The cassette was attached, and the alarm was duplicated. The down stream sensor was found to be failing due to fluid ingression. The sensor was replaced to resolve the issue.